Event description:
During product analysis of the vns pulse generator, it was found that the device was programmed to settings indicative of a faulted system diagnostic test. Attempts have been made for additional information; however, they have been unsuccessful.